Manufacturer narrative:
H3: product analysis of 145-5091-150, lotno:b401460 visual inspection/damage location details: the echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium implant coil instructions for use (IFU): ¿axium implant coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coil. The echelon-10 total length was measured to be ~155.5cm. The echelon-10 useable length was measured to be ~147.7cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub, body or distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. (Pli-20) the actuator interface was found to be intact. The axium prime pushwire assembly was returned partially within introducer sheath. The axium pushwire was found to be kinked at ~170.2cm from proximal end. The implant coil was found to be stretched and damaged out of introducer sheath. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from the distal tip. One in house axium implant coil was able to pass through the echelon-10 micro catheter hub, subsequently through the inner lumen and exit distal tip without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause could not be determined. No damages were found with the returned echelon-10 micro catheter that would have contributed to the reported resistance. In addition, an in-house axium implant coil was able to pass through and exit the distal tip of the returned echelon-10 micro catheter without issue. Possible contributing factors to ¿catheter resistance¿ include the use of failure to prepare the ancillary devices prior to use, and insufficient catheter flush. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the cause of the catheter rupture was not determined it was clarified that the catheter was used for coil delivery under normal vascular conditions, and had nothing to do with angio, onyx, other embolic, etc. The coil came out of the introducer sheath smoothly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the microcatheter was cracked and that the coil had resistance in the catheter.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery ophthalmic a rtery segment with a max diameter of 4.6mm and a 3.2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The access vessel was the femoral artery with 7.2mm diameter. No patient symptoms or further complications were reported as a result of this event. It was reported that the catheter was ruptured in the distal section. There was no friction or difficulty during delivery. There was no other damage to the catheter aside from the rupture. The injection rate was 100psi. It was noted that when the spring coil entered the distal end of the echelon microcatheter, it couldn't be pushed. The coil was stuck in the catheter in the distal section. The distal catheter was damaged. The coil was not damaged. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the IFU.